Event description:
On (B)(6) 2011, global pharmacovigilance received a report by a consumer with supplemental information received by a nurse of touch contamination, peritonitis, and cut catheter in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). During a call with baxter customer service, the following information was reported. On an unreported date, the patient made mistake/ touch contamination which resulted in peritonitis on an unreported date. On (B)(6) 2011, the patient accidently cut her catheter. On (B)(6) 2011, the patient was hospitalized for the event of peritonitis and for catheter replacement. The nurse did not confirm the events of made mistake/ touch contamination and peritonitis as reported by the consumer. The nurse stated that the patient had no symptoms of peritonitis. On an unreported date, in (B)(6) 2011, a peritoneal effluent culture was performed. Culture results were not reported. The nurse reported that the patient was treated with IV antibiotics (dose, frequency and type unknown) prophylactically because the patient had cut her catheter with scissors. On (B)(6) 2011, the catheter was replaced. On (B)(6) 2011, the patient was discharged. The patient was recovering from the events of peritonitis and cut catheter. On (B)(6) 2012, product surveillance spoke with the registered nurse regarding the manufacturer of the home patient's (hp) catheter. The rn stated that she did not have any information regarding the catheter. Patient injury reported: yes medical intervention required: yes. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).